Manufacturer narrative:
Other, other text: e3: correction: occupation in contact details was changed to other healthcare professional 23jun2022

Event description:
It was reported that 2 cassette malfunctions occurred, recently. She received no disposable pump won't run error. Patient used a new cassette, and the pump started running fine. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Device evaluation: six (6) samples were received in used condition without their original packaging. Visual inspection showed no discrepancies. Some samples were received without the blue clip and without the white cap. Functional testing included filling the samples with water and connecting to a cadd legacy plus pump to look for unusual function. The samples fully primed, connected without difficulty and no alarms occurred on the pump. Based on the investigation, the complaint allegation was not confirmed. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. No lot number was provided; therefore, device history record review could not be performed.